Manufacturer narrative:
The insulin pump was unable to prime during prime, compromised force sensor test due to faulty fsr gold. The unit was unable to perform the no delivery test due to prime anomaly. The motor passed motor test. The insulin pump passed displacement test, rewind, basic occlusion, occlusion. There was no motor error alarm noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
Customer reports to have received a motor error alarm during bolus delivery; customer then received a no delivery alarm. Customer's blood glucose was 350 mg/dl which customer will treat with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.